Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the increase in spasms was due to a catheter malfunction. The patient was admitted and underwent a pumpogram the cause of the leak, inability to aspirate and lack of csf flow during surgery was determined to be a catheter defect. A pump surgical revision occurred on (B)(6) 2017. A revision of the catheter was done. The pump was successfully interrogated. The pump was working well. It was a catheter issue. The leak, inability to aspirate and increased spasms has been resolved. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Product event summary #pli 40. Evaluation determined that investigation is needed because it was reported that the catheter was not primed and they were wanting to know when the patient would start getting the medication. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - CAPA monitor -synchromed and 8840 bolus calc and ther. Related issues c/pas 1291. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the catheter was not primed. The cause (if available) is documented in the formal investigation. Pli 20 (leak/unable to aspirate): investigation summary - it was reported that a dye study was performed on (B)(6) 2017. The healthcare provider (hcp) was unable to aspirate the catheter but pushed dye through anyways. Radiology reportedly reviewed the dye study and stated there appeared to be a collection of dye in the spinal area. The surgeon started by opening the back incision after he believed he saw dye leaking from that site when reviewing dye study. The hcp opened the back incision and found "a leak" from the catheter. The surgeon cut the catheter and saw spontaneous cerebrospinal fluid (csf) flow from the spinal segment. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet "any of" its specifications, an investigation was required. The event was investigated to determine cause. When prompted to clarify any environmental/external/patient factors that may have led or contributed to the issue, the manufacturer representative only noted that "personal stress contributed to the patient's symptoms" (indicating that no further information was available regarding the cause of the issue). The healthcare provider (hcp) was contacted to investigate the cause of the inability to aspirate and the leak. The hcp¿s response noted the cause was a ¿catheter defect¿ and provided no further information. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The leak/inability to aspirate was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 20 (unable to aspirate): investigation summary - it was reported that a dye study was performed on (B)(6) 2017. The hcp was unable to aspirate the catheter. The surgeon cut the catheter and saw spontaneous csf flow from the spinal segment. The surgeon then used pin from a revision kit to connect the two segments of the catheter. The surgeon elected to place the sleeves over the suture grooves of the pin until they made contact with each other and sutured over the sleeves further from the center than the suture grooves. The surgeon then attempt to aspirate the catheter from the csf but was unable to locate it without opening the pocket incision. Once the pocket was opened the pump segment of the catheter was visualized to be on the anterior aspect of the pump. The surgeon removed the anchoring sutures to reposition the catheter. The surgeon then repeated attempt to aspirate from csf but no flow was noted. The surgeon elected to replace the pump segment of the catheter with a pump segment revision kit and connected in the spinal incision. At that point spontaneous csf flow was observed. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate the cause of the inability to aspirate. The hcp's response noted that the cause was a "catheter defect". However, no specific cause was provided. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to det ermine the cause of the event. The cause of the inability to aspirate was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 30 (unable to aspirate): investigation summary - it was reported that a dye study was performed on (B)(6) 2017. The hcp was unable to aspirate the catheter. The surgeon cut the catheter and saw spontaneous csf flow from the spinal segment. The surgeon then used pin from a revision kit to connect the two segments of the catheter. The surgeon elected to place the sleeves over the suture grooves of the pin until they made contact with each other and sutured over the sleeves further from the center than the suture grooves. The surgeon then attempt to aspirate the catheter from the csf but was unable to locate it without opening the pocket incision. Once the pocket was opened the pump segment of the catheter was visualized to be on the anterior aspect of the pump. The surgeon removed the anchoring sutures to reposition the catheter. The surgeon then repeated attempt to aspirate from csf but no flow was noted. The surgeon elected to replace the pump segment of the catheter with a pump segment revision kit and connected in the spinal incision. At that point spontaneous csf flow was observed. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to investigate the cause of the inability to aspirate. The hcp's response noted that the cause was a "catheter defect". However, no specific cause was provided. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the inability to aspirate was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Continuation of d10: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient reported back in 2017, their catheter was "broken"/dislodged and was being prinked by needles and slowly leaking baclofen. Patient stated that when they changed that they developed an infection and the whole device had to be removed in late 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840 ,lot# serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that they were doing a dye study and they were unable to aspirate. The physician was okay with pushing the medication out and delivering a bolus. The patient received a 296 mcg bolus. The catheter was not primed and they were wanting to know when the patient would start getting the medication. The patient received a bolus every 4 hours (158.7 mcg with a 5 minute duration). The catheter volume was 0.148 ml. The next bolus was at 4 pm. It was determined that the patient would start getting the medication while the 8 pm bolus was in progress. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type catheter product ID 8596 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown), concentration 2000 mcg/ml at dose/frequency 122.2 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. The hcp reported that the patient reported having more spasms, and considered this a sudden change in therapy/symptoms. The hcp needed assistance obtaining logs. The technical service specialist could not troubleshoot due lack of access to product. It was reported the hcp would interrogate to get logs and call back if needed. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient and the hcp reported increased symptoms of spasms and involuntary movements. Per the hcp, personal stress contributed to this patient's symptoms. The pump was initially set to different dose but the patient reportedly did not respond to a dose increase. A dye study was performed on (B)(6) 2017. The hcp was unable to aspirate the catheter but decided to push dye anyway. The catheter appeared intact on CT. The dye study repeated immediately with flouro - the hcp was again unable to aspirate the catheter but on this attempt the patient complained of severe mid thoracic pain with aspiration attempt and with pushing dye through the catheter. Results of the study again showed blush in the intrathecal space and entire catheter appeared intact. The hcp was not aware of any actions/interventions taken to resolve the issue since the dye study. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive- no injury". Surgical intervention had not occurred and was not planned at this time. The patient's medical history included: brain tumor, cva. Additional information was received from a healthcare professional (hcp) and a manufacturer's representative (rep). It was reported that the rep was in a catheter revision case and the spinal incision was currently open. A drip could be seen from the catheter where they believed it was leaking, but they did not know where the connector pin was which connects the pump segment to the spinal segment. The issue was identified via a dye study, the healthcare professional (hcp) saw a collection of fluid over the back (found over the weekend). The issue was diagnosed via dye study. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient did not respond to additional increase in dosage over the weekend. Radiology reportedly reviewed the dye study and stated there appeared to be a collection of dye in the spinal area. The surgeon started by opening the back incision after he believed he saw dye leaking from that site when reviewing dye study. The hcp opened the back incision and found a leak from the catheter. The surgeon cut the catheter and saw spontaneous cerebrospinal fluid (csf) flow from the spinal segment. The surgeon then used pin from a revision kit to connect the two segments of the catheter. The surgeon elected to place the sleeves over the suture grooves of the pin until they made contact with each other and sutured over the sleeves further from the center than the suture grooves. The surgeon then attempt to aspirate the catheter from the csf but was unable to locate it without opening the pocket incision. Once the pocked was opened the pump segment of the catheter was visualized to be on the anterior aspect of the pump. The surgeon removed the anchoring sutures to reposition the catheter. The surgeon then repeated attempt to aspirate from csf but no flow was noted. The surgeon elected to replace the pump segment of the catheter with a pump segment revision kit and connected in the spinal incision. At that point spontaneous csf flow was observed. The pump was then refilled and anchored. The surgeon was able to aspirate csf after revising the pump segment and connecting to the pump as well as after anchoring. The hcp from the managing office observed the case and set the pump to flex dosing at 10 mcg/hr and boluses of 130 mcg/ml over 5 minutes q4h.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via business partner. The patient's additional medical history included right temporal oligodendroglioma reaction (1998) with post-operative stroke and subsequent left hemidystonia and chorea. No further complications were reported.